Event description:
It was reported that when the patient presented in clinic for follow-up, post-sensed t-wave oversensing was observed. Programming changes were recommended. Subsequently, via remote transmission post-sensed t wave oversensing was once again observed. The patient was asymptomatic throughout. Additional programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.